Event description:
During the removal of a cataract, the phaco machine stopped aspirating. The tip (disposable) appeared clogged. Handpiece and tip were flushed and then replaced. The equipment still did not aspirate correctly. The machine was swapped for another phaco machine which worked correctly.